Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The patient called alleging high readings on the lifescan meter. The patient received a 180 mg/dl and felt nauseous at the time of testing. She took insulin after attempting to use the meter and contacted a medical professional for advice and there is no information if she received any treatment. The patient tested on another device 11-20 minutes later and received a 125 mg/dl. The test strips were in good condition and not expired. Control solution was not expired; however, the test strips failed using the control solution twice. Customer service sent the patient replacement meter and supplies. This case is being documented as a malfunction, since test strips failed using the control solution. There is no evidence of a serious injury.